Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The device failed negative prep. On pressurisation of the device, a leak was immediately proximal to the guide wire entry port. The device failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the catheter transition tubing material immediately proximal to the guidewire entry port. The catheter material was jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the image quality that was provided was poor, no detail was visible. During image analysis, balloon appeared inflated; therefore, balloon folds were expanded. Blood residue was visible inside the balloon, at the most distal end. No other damage is evident from the image provided. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an nc sprinter rx ptca balloon catheter to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. There were no difficulties observed when removing the protective sheath or packaging stylette from the device. The device was inspected and negative prep was performed with no issues identified. No resistance was encountered when advancing the device to the lesion. Inflation difficulties were reported during balloon inflation. The device was not moved or re-positioned prior to the difficulties. It was reported that medical or surgical intervention was not required to prevent a permanent impairment of function. A 50:50 ratio of contrast and physiological saline was used. The patient is alive with no injury.